Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not working. Customer stated his blood glucose has been going high after receiving the replacement device. Customer stated his blood glucose from the meter would not transfer to the insulin pump. Troubleshooting and assistance was provided. Customer was about to do a set change. It was noticed the device did not have basal or bolus wizard settings. Customer stated he did not know he had to take out his settings from his old device. Customer was advised to contact doctor. Customer most current blood glucose was 466 mg/dl, treated with fixed pen. Customer's daughter called back with settings and while programming the device the insulin pump had a screen that said 24 hour total and a black box on the left side. Customer's blood glucose was 226 mg/dl. Black screen disappeared, self test was performed and device passed. Customer's daughter was assisted with finishing up programming the device. No further information reported.